Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 9th 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita enhanced meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged product issue occurred, but stated that they obtained a blood glucose result of ¿200mg/dl¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin intake and did not specify whether or not they made any changes to their normal diabetes management routine as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient experienced the symptoms of ¿dizziness, head hurts and heart bumping¿. The patient stated, however, that no treatment was sought as a result of this issue. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter. However, the test strips being used had been improperly stored or open longer than the discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored or open longer than the discard date and therefore the malfunction is being ruled out, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint have been further evaluated by lifescan product analysis. The test strips were found to have results below range when tested with control solution. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The method code "11" has been added as appropriate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.